Event description:
Pt had fem pop bypass surgery on (B)(6) 2011. Subsequent infection of the leg wounds. Surgery debridement x 2. IV antibiotics in hospital. Seen by infectious disease. Culture of wounds showed (B)(6) and citrobacter. Deemed that IV antibiotics and po antibiotics not needed post hospitalization. Negative pressure would therapy, kci vac therapy used on the open wounds. Proximal 9.5 x 2.7 x 0.3cm deep, with slough and granulation, edges even, no (B)(6) infection. Distal wound 5.5 x 3.5 x 1.2cm full granular base, edges even, no (B)(6) infection. Wound vac started at hospital (B)(6), changed (B)(6), and (B)(6). Pt admitted to homecare on (B)(6) and vac changed that day and (B)(6). Change due on (B)(6) - nurse did not note anything unusual until foam removed from proximal wound. When blood spurted out of wound, and nurse was not able to contain the blood with pressure. Immediately called 911 and pt to hospital emergently, and rushed to surgery to ligate the vessel. Estimated blood loss at the hospital per dr. Was 2000ml, this does not count blood loss at home/on the way to emergency room. Pt received blood transfusion. I am submitting this report because it was a life-threatening problem. However, I do not think it was the fault of the therapy, as much as the doctor's selection of the therapy to be used on this pt. The proximal wound had more than 25% slough in the base, and quite possibly was still infected. That combination possibly made the bypass graft much more susceptible to tearing/trauma upon removal of the vac foam. Kci does a very good job of asking all kinds of information for screening pts.